Event description:
During a rfa procedure in CT department when procedure completed probe was removed from pt body and the shaft felt warmer than usual. A few mins later noted that one of the tubes that leads to the tip of the rfa probe had blood refluxing into it. This is the first time I had seen this happen. The vendor rep never saw this happen before either. The connectors were loose and leaking. This was the first time this happened. The pt came back to the ed for c/o constipation and pain at the site 4 days later ¿ the dressing was removed and there was a 1 cm size full thickness burn at the entry site of the needle.